Event description:
Additional information was received on (B)(6) 2012 when product analysis was completed on the flashcard and handheld. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications. An analysis was performed on the returned handheld and no software anomalies were identified during the analysis. During the analysis it was identified that the touchscreen display was unresponsive. The cause for the display anomaly is associated with resistance values being higher than expected in the touch screen circuitry. Once the display was replaced with a known good display, no further anomalies associated with the handheld performance were identified during the analysis.

Event description:
On (B)(6) 2012, it was reported that the surgeon's handheld would not move past the screen alignment portion of the hard reset. It was verified that the handheld was not locked and the edges of the screen were cleaned to make sure that no dirt/debris was interfering. Two more hard resets were attempted but each time the handheld would not move past the screen alignment. The patient was reported to be open on the table in the middle of surgery. The surgeon later clarified that he was incorrect, the patient was not open on table; he had not been in the operating room and had been misinformed. This issue with the handheld had all occurred prior to the surgery occurring. The manufacturer's case specialist visited the hospital and therefore no surgeries were affected by the surgeon's handheld not working. The handheld and flashcard were returned for product analysis on (B)(6) 2012. Product analysis is still underway and has not yet been completed.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.